Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call both high blood glucose levels, low blood glucose levels and possible under delivery of insulin. Customer's blood glucose level went as low as the 50 mg/dl range and as high as 460 mg/dl. Customer believed their high blood glucose levels were due to possible under delivery of the insulin pump while the auto mode feature was active. Customer advised they were not sure if the insulin pump under delivered insulin or if the device delivered the insulin at a slow rate. Customer declined to troubleshoot for low and high blood glucose levels. The insulin pump will not be returned for analysis.